Event description:
Customer reported that the cuff deflated with no apparent cause. Customer reported during the routine checking of the tube, they had to re-inflate the cuff and it was observed fluid in the pilot balloon line. Due to the incident the patient needed suction aspiration of the bronchial tree and antibiotic treatment. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no fault was identified during pretesting efforts.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently under analysis at the manufacturing site.